Event description:
A report was received that the patient's ipg was dead and unable to charge. The physician has recommended either a replacement or an explant.

Event description:
A report was received that the patient's ipg was dead and unable to charge. The physician has recommended either a replacement or an explant.

Manufacturer narrative:
(B)(4). A good faith effort was made to follow up with the patient regarding the procedure but was unsuccessful.